Event description:
The reporter stated the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens in the patient's right eye (od) in 2009. The lens was explanted four days later, due to inadequate vaulting. The lens was exchanged for a longer lens. The patient's bcva is 20/40.